Manufacturer narrative:
Evaluation summary: no product was returned for investigation. A video was provided. A review of the device history record has been performed and no failure that may relate to the reported conditions have been noted. The visual examination of the provided video shows that: the video was done during an open surgery. The mesh is visible but due to the quality of the video we cannot confirm the textile pattern of the mesh, the dimension and ref. And the collagen film. A hole visibly in the middle of the mesh is shown. The reported condition was confirmed. This device was recalled under tracking number: z-0461-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was re-operated for ileus symptoms and hernia symptoms following a laparoscopic parastomal hernia repair. It was noted that the mesh was damaged. The mesh had a 3x3 cm hole close to the field when it's going from 3d to 2d structure. The incision was extended by more than 1 inch. They had to suture the hole in the mesh.